Manufacturer narrative:
Correction: b5 - describe event or problem - "a facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault, significant reduction in iridocorneal angles, acd shallowing and angle closure. Lens remains implanted and problem not resolved. Cause of the event was reported as patient related factor. Additional information was requested. No further information is available at this time. This file will be re-opened if additional information is provided." Corrected to "a facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault, significant reduction in iridocorneal angles, acd shallowing and elevated iop angle closure in the temporal sector. Lens remains implanted and problem not resolved. Cause of the event was reported as patient related factor. Additional information was requested. No further information is available at this time. This file will be re-opened if additional information is provided." Claim # (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault, significant reduction in iridocorneal angles, acd shallowing and angle closure. Lens remains implanted and problem not resolved. Cause of the event was reported as patient related factor. Additional information was requested. No further information is available at this time. This file will be re-opened if additional information is provided.

Manufacturer narrative:
H11-manufacturer narrative: iop elevation from baseline is identified in the labeling as a known potential adverse event following icl implantation. Claim # (B)(4).